Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), a spark was emitted from the pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to treat a 69-year-old male patient, a spark was emitted from the pads.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections a2, a3a, b3, b5, and d2. The customer reported sparking during defibrillation therapy. The pads were discarded by the customer and were not returned for evaluation; therefore, retained samples testing could not be performed. Review of the provided photograph showed skin reddening in an area with significant body hair. Skin burns, including first degree burns, are a known potential risk associated with defibrillation therapy, particularly when adequate skin preparation is not performed in accordance with the IFU. Poor electrode adhesion and/or air trapped beneath the electrodes may increase the likelihood of arching and contribute to skin burns. Based on the available information, the likely contributing factor was inadequate patient skin preparation, which may have allowed air pockets beneath the electrode and contributed to arching. No information was provided confirming that a burn or a serious injury occurred. Analysis for reports of this type has not identified an increase in trend.